Event description:
It was reported that during procedure, the right ventricle (rv) lead exhibited r-wave amplitude variation. The rv lead was replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of r-wav amp variation was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.